Event description:
The customer reported a vent inop occurrence; blower stalled - a blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. No patient involvement reported.